Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 5f exoseal vascular closure device (vcd) for puncture site closure, after the sealant deployment button was fully pressed and the device was withdrawn, the sealant plug dislodged and exited the body. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a non-cordis 5f short sheath was used via a right femoral artery puncture via a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. One exoseal vcd was used. There were no visible signs of device or packaging damage prior to use. Suitability of the femoral artery was confirmed by angiography, including appropriate insertion angle of the non-cordis sheath. The vessel diameter was =5 mm, with no visible calcium, plaque, nearby stent, or significant stenosis. There was no prior closure at the site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flush with the handle, and the exoseal vcd with the non-cordis sheath was removed as a single unit approximately 1¿2 seconds after deployment. The indicator wire was not visible upon removal. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, when using a 5f exoseal vascular closure device (vcd) for puncture site closure, after the sealant deployment button was fully pressed and the device was withdrawn, the sealant plug dislodged and exited the body. Hemostasis was achieved by manual compression for 15 minutes. There were no reported injuries to the patient. This was during an interventional procedure in which a non-cordis 5f short sheath was used via a right femoral artery puncture via a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. One exoseal vcd was used. There were no visible signs of device or packaging damage prior to use. Suitability of the femoral artery was confirmed by angiography, including appropriate insertion angle of the non-cordis sheath. The vessel diameter was =5 mm, with no visible calcium, plaque, nearby stent, or significant stenosis. There was no prior closure at the site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flush with the handle, and the exoseal vcd with the non-cordis sheath was removed as a single unit approximately 1¿2 seconds after deployment. The indicator wire was not visible upon removal. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed and the deployment lever was received in the depressed position. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.